Event description:
Allegedly, patient is experiencing shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility. All complications associated with mom. (Left).